Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling, pain, deformity, hardening, capsular contracture, baker grade unknown.

Event description:
Patient representative reported that patient experienced swelling, pain, deformity, hardening, capsular contracture, baker grade unknown, and "both implants were textured from information and belief, which from information and belief were also recalled in the later recall by the FDA." Additionally reported were lumps, fever, and body aches which have been deemed not related to the device. This record is for the right side. The device has been explanted and replaced.